Manufacturer narrative:
Follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator did not start up and ac power indicator was off during servicing. There was no patient involvement.